Event description:
The customer reported via phone call that she was having trouble with a software upload. Review of the insulin pump's alarm history showed that the device had recently had multiple error alarms. Blood glucose level at the time of the incident was 298 mg/dl. The customer stated that she had a blood glucose level of 28 mg/dl earlier in the day of the call, but treated with soda and protein. The customer stated that the low blood glucose level was due to her not eating for 15 hours. Blood glucose level at the time of the call was 179 mg/dl. Troubleshooting showed that one of the error alarms was due to the insulin pump being stored and not in use for over a year. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing with no alarms noted during testing. However, alarms were noted in the alarm history due to a corrupted history file. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.